Manufacturer narrative:
The device has been received at the manufacturer for testing. An event evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the pt received unintended sensory stimulation when the sensory mode was started. There were no adverse consequences reported related to the event. There was no medical intervention and no delay reported. The same device was used to successfully complete the procedure.